Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology with no calcification, moderate tortuosity and a conical aortic neck. The pt's vessels have severe disease progression with the aortic neck dilatation and severe aortic neck angulation (60 degrees). The vessels diameters have changed from 25-27 mm in diameter to 26-28 mm in diameters. It was reported approx 39 months post stent graft implantation, the CT demonstrated that the stent graft had migrated and a type ii endoleak was detected. It was reported that the stent graft migration was due to severe disease progression, aortic neck angulation and the type ii endoleak. The physician elected to treat the pt with two aortic cuffs. The pt was reported to be fine and no add'l clinical sequelae have been reported.